Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 600 mg/dl. Customer stated that the high reading was due to an infection and not the insulin pump. Customer also mentioned having an abscess due to leaving the sensor in for nearly 6 days. Customer's most recent blood glucose reading was 138 mg/dl at the time of the call. No further information reported.